Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive, required multiple button pressed in order to elicit a response and did not have normal spring back. There was evidence of contamination found under the key contacts.

Event description:
It was reported that the keypad buttons are sticking and not responding correctly to presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.